Manufacturer narrative:
Insulin pump received with button error alarm and had no button response due to corroded keypad traces. Unable to performed displacement test due to no button response. Insulin pump received with no moisture damage on the electronics, motor, vibrator motor and battery tube assembly, cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot and stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that he is in his truck and its raining. Customer's current blood glucose reading is 76 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.